Event description:
Stryker sustainability solutions harmonic ace shears would not function and the generator indicated to replace the handpiece. The new handpiece functioned without issue. Reason for use: laparoscopic hysterectomy.